Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Patient code: (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Retained samples were evaluated. Three retained samples were opened and physically inspected. All the three mesh packages were checked for seal strength attributes and found to be in complete sealed condition from all sides. Finished good test record was reviewed for length, width, bursting strength, ethylene oxide content and sterility test at release and found to meet the specification. No deviations or abnormalities were reported during testing and monitoring of the incident lot. From the above analysis it is evident that there was no issue related to the sterility, sterilization, quality and processing of this incident lot. Additional information was requested and the following was obtained: investigation conducted by infection control team. 4 cases done with mesh of same batch v 7001 -10x15. All were infected this complaint was reported with multiple patient events which have been reported in: 2210968-2018-76436, 2210968-2018-76435, 2210968-2018-76434, 2210968-2018-76438.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a laparoscopic right inguinal hernioplasty on (B)(6) 2018 date and the mesh was implanted. The patient received postoperative 5 doses of cefoperazone and sulbactum injection. The patient was discharged on (B)(6) 2018. On (B)(6) 2018 follow-up, it was nothing at the surgical site, only the patient experienced fever. On (B)(6) 2018, the patient presented with seroma and treated with norflox for 10 days. On (B)(6) 2018, the patient came back with pain at the surgical site with occasional fever. Ultrasound was done and revealed a fluid collection around the mesh in the right inguinal region and seroma around the mesh in the inferior aspect. Injection of vancomycin of 12 doses and fortum of 8 doses were prescribed. On (B)(6) 2018 ultrasound guided aspiration was performed, and pus was sent for culture. On (B)(6) 2018 the patient was referred to the hospital. It was also reported that the mesh removal procedure was performed.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4) to date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Case 5- (B)(4): the patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure . The diagnosis and indication for the index surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Date - time of onset of oozing from stitches and pain from the surgical procedure? Were cultures performed? Results? What medical and /or surgical intervention was performed? Results? If applicable, will product be returned, return date, tracking information what is physician¿s opinion as to the etiology of or contributing factors to this event was the mesh re-sterilized? What is the patient current status? There are 5 complaints for 5 same/similar events at the same facility. Were these 5 procedures done in a hospital or a surgical clinic? Has there been any infection control investigation performed? Would they be interested in an rrt call?

Event description:
It was reported that the patient underwent a hernia repair procedure on unknown date and the mesh was implanted. It was also reported that after approximately one month of surgery the patient experienced a pain inside the stomach and oozing from stitches. The patient was cured with antibiotic treatment. Additional information has been requested.